Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 549 mg/dl. They treated with manual injection. Customer also stated that, they had issues with the pump sensor and sites. Their current blood glucose was unknown. Customer reported the following symptoms related to their high blood glucose was pressure and blurry vision. Based on customer report, customer does not allege pump was under delivering. Troubleshooting was performed with their current set and insulin did not exit at the quick release. Customer was advised to change entire set, reservoir and insulin. They were advised to treat per healthcare professional instructions. The insulin pump will not be returned for analysis.